Event description:
As reported by the journal article "outcomes of surgical aortic valve replacement after transcatheter aortic valve implantation'', a retrospective review was performed with 2100 patients who underwent a transcatheter aortic valve replacement (tavr) procedure between 2013 and 2021. Of those 2,100 patients, a total of 11 patients were identified as having undergone a surgical aortic valve replacement procedure after the tavr procedure with a sapien 3 valve. This complaint is for a 72-year-old female who underwent a transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 valve. It was noted that the patient had a history of a valve in valve procedure. Approximately 3 months post tavr procedure, the valve was explanted and a surgical valve was implanted due to structural valve deterioration (svd).

Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. The investigation is ongoing. Reference for journal article: ogami t, ridgley j, serna-gallegos d, kliner de, toma c, sanon s, brown ja, yousef s, sultan I. Outcomes of surgical aortic valve replacement after transcatheter aortic valve implantation. Am j cardiol. 2022 nov 1;182:63-68. Doi: 10.1016/j.amjcard.2022.07.026. Epub 2022 sep 6. H3 other text: device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. The investigation is still ongoing. Please note this is one of eight manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2023-14968, 2015691-2023-14969, 2015691-2023-14970, 2015691-2023-14971, 2015691-2023-14972, 2015691-2023-14974 and 2015691-2023-14975 for details of the other events.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, structural valve deterioration, device degeneration and device explants are listed as potential risks associated with the use of the valve, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve degeneration/deterioration was unable to be confirmed. Due to unavailability of the valve serial number, a DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 3 months post tavr procedure, the valve was explanted, and a surgical valve was implanted due to structural valve deterioration (svd)". In this case, the patient has a medical history of diabetes mellitus (dm), which is a well-known factor that increases the risk of leaflet calcification. As such, available information suggests that patient factors (diabetes mellitus) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.